Event description:
Information was received from a consumer regarding a patient receiving dilaudid (10 mg/ml at 3.842 mg/day) and marcaine (20 mg/ml at 7.685 mg/day) via an implanted pump. The indication for pump use was non-malignant pain and degenerative disc disease. It was reported that the patient had been sick all day ((B)(6) 2016) and had not been able to get a bolus with the ptm (personal therapy manager). When the patient turned the ptm on the pump refill date was showing as (B)(6) 2016 and there was a bell underneath. The reporter was walked through the steps to determine what alarm was occurring and it was determined that it was an 8476 (motor stall) code. The reporter had not heard the pump alarm. Additional information was received from a healthcare professional on (B)(6) 2016 and it was reported that the cause of the motor stall was unknown. The patient was waiting for a pump replacement, but was currently being denied through their industrial carrier.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4)

Event description:
Additional information received reported the pump was explanted. The patient status at the time of the report was alive, no injury.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly corrosion and or wear and or lubrication, stall due to shaft bearing.

Manufacturer narrative:
Corrected information: conclusion code no longer applicable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.